Event description:
Device 3 of 4 reference MFR. Report: 1627487-2017-06581 reference MFR. Report: 1627487-2017-06584 reference MFR. Report: 1627487-2018-05952 follow-up identified the patient underwent surgical intervention on (B)(6) 2018. During the procedure, one of the patient's adapters' (device 3) and a 3383 extension (added as device 4) were explanted. The patient was re-implanted with two new leads and two extensions. Effective stimulation was restored following the procedure.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 3 of 3: reference MFR. Report: 1627487-2017-06581, reference MFR. Report: 1627487-2017-06584. The patient has three abbott adapters. Since it is unknown which one is associated with the high impedance issue, all three adapters are being reported. During the patient's ipg replacement procedure (reference MFR. Report: 1627487-2017-03966), high impedances were observed on the existing competitor's lead which is attached to abbott adapters. The lead and adapters were left implanted at the time. Effective stimulation could not be restored following the procedure. Hence, an additional surgical procedure is planned to address the issue.